Event description:
It was reported that the right atrial (ra) lead had noise which was confirmed with pocket manipulation. It was also reported that right ventricular (rv) lead was experiencing "early signs of failure". Rv lead impedance was increasing and noise was noted. Upon explant visible evidence of insulation failure was found. The ra and rv leads were replaced. No patient complications were noted as a result of this event.

Event description:
It was reported that the right atrial (ra) lead had noise which was confirmed with pocket manipulation. It was also reported that right ventricular (rv) lead was experiencing "early signs of failure". Rv lead impedance was increasing and noise was noted. Upon explant, visible evidence of insulation failure was found. The ra and rv leads were replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned in segments, analyzed and the outer insulation was breached and had a depression. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was pulled apart due to overstress, the outer insulation was breached cut and the outer insulation had a cosmetic depression. (B)(4) the full lead was returned in segments, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and the outer insulation had a cosmetic depression.